Event description:
A surgeon reported that during a procedure, the vitrector probe tip came out when making cuts. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for eval. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause could not be determined. (B)(4).